Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 3.5x18 xience alpine stent was implanted in the proximal left anterior descending coronary artery (lad). On (B)(6) 2016, the patient presented with exertional angina which was going on since (B)(6) 2016. Two stents were implanted in the mid lad. It is unknown if the stenosis was within 5 mm of the proximal lad study stent. The condition resolved after the revascularization. There was no adverse patient sequela. No additional information was provided.